Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's mother reported via phone call that her blood glucose level went up to 400 mg/dl. She forgot to resume her basal rate after suspending the insulin pump. The device was not returned.